Event description:
The customer received a questionable total psa: total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample when compared to a competitor analyzer. The date of the event was given as (B)(6) 2012. The specific date of testing was not provided. The result from the analytical e module was 93 ng/ml and the result from the architect analyzer was 184 ng/ml. No information was provided to determine if an erroneous result was reported outside the laboratory or if the patient was adversely affected. The total psa reagent lot number and expiration date were not provided.

Manufacturer narrative:
As part of the investigation, the sample in question was tested and the same result was received. A specific root cause for the event could not be determined. Product labeling states the total psa value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the total psa assay method used. Total psa values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).